Event description:
It was reported that 24 hours post-operatively, the patient stated the stimulation was covering the correct pain target and her post-operative (post-op) pain was not unusual. By three days post-op, her pain had increased to a severe level and she notified her hcp. On the fourth day post-op, she was admitted to the hospital for evaluation of loss of sensation and mobility below her waist. The patient was taken to surgery for exploration and analysis of the spinal lead implantation site. Evaluation of the surgical site indicated a large epidural hematoma which was located on the anterior aspect of the lead and was compressing the spinal cord. The hematoma was evacuated and the devices were removed. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.